Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome (crps) type ii. It was reported that the stimulator in the patient¿s body shifted and moved up and it felt like it was in her ribs, so she ¿kind of pushed it back down with my hand.¿ this occurred in the middle of (B)(6) 2015. Further follow-up is being conducted to determine what steps were taken to resolve the ins shift, if it had been resolved, what symptoms were experienced, and what circumstances led to the event. If additional information is received, a follow-up report will be sent.